Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, occluded, audio/vibrate anomaly/absence of alarm, no delivery/occlusion alarm, rewind anomaly, keypad/button unresponsive/button error, damage (physical or cosmetic), DHR requested - other reasons. The customer reported diabetic ketoacidosis, diabetic ketoacidosis, coma treated with ems/ambulance/ER visit, hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-397a, mmt-332a, mmt-723nap. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a past no delivery alarm. Customer reported a keypad issue or received a button error. The customer called for an issue not covered by existing troubleshooting guides. Customer reported high bgs. It was unknown whether the use of the pump within the 48 hrs of the event and pump's auto mode active or not at time of the event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-723nap. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.